Event description:
A lead problem was reported when a pt presented in the operating room for rv lead replacement. The rv lead had low impedance measurements in the 100 s. Rv sensing also decreased down to 3 mv, and the rv outputs were increased due to elevated thresholds up to 5 v at 0.04 ms. The physician will be replacing the lead with a previously capped lead.